Event description:
Complainant alleged that the clincians were attending pt who had coded and who was presenting a ventricular fibrillation heart rhythm. The clinicians successfully administered a first shock at 150 joules, a second shock at 200 joules and a third shock at 300 joules using the device paddles. The clinicians then switched from paddles to a multi-function cable and electrodes. They shocked the pt a couple of more times, and the pt went into an asystole heart rhythm. The clincians then attempted to pace the pt, but the device was not outputting any pacer current. The ppm was set at 100 and the ma was set at the maximum setting of 180.